Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 47 mg/dl. Reportedly, the cause of bg was unknown and bg was addressed with glucose tabs. Recommendation was made by tandem technical support to consult healthcare provider.